Event description:
Employee sustained injury, used ice pack & took ice pack home. The employee then refroze and applied to right calf after sustaining another injury. The pack fell down to ankle area and the employee sustained 3" x 4" maroon discoloration to skin. The employer recommended the employee seek medical attention regarding matter.